Event description:
Pt orginally had surgery in 2003. The pt was experiencing pain post-operatively. Post-op x-rays were performed and revealed that the left rod had slipped 2" cephally. Pt had a second surgery in 2003. During the revision, both sides were found to be loose. New vls caps and a rod were put in.